Event description:
The customer reported being hospitalized due to high blood glucose of 710mg/dl. Troubleshooting could not be performed as the customer stated that the doctor recommended having the insulin pump replaced. No further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.